Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to a pulmonary valve procedure. The arteriotomy was 6fr and during the procedure, the sheath was upsized to a 18fr sheath. Reportedly, upon retracting the needles, no sutures were present. The physician re-wired, using two proglide devices successfully. The procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. There was no reported adverse patient sequela. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was not returned. It was initially reported that the device would be returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.